Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions. During inspection and testing, service found no abnormality in the appearance inspection, and the top ccd cover glass is intact without stains. The hot and cold water test was normal, and the magnification function of the test endoscope was normal. The image resolution (under the best observation distance of 16.5mm, near-point distance of 6mm, and far-point distance of 100mm) met the product standard. The endoscope did not leak, and there was no abnormality in the appearance, and there was no water in the operation part and the light guide plug. The endoscope was used for the first time on (B)(6) 2021, energized 16 times, for 131 minutes. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for evaluation with a report that during an unspecified procedure, the distal end image was not as clear [blurred image]. There was no patient or user injury reported.